Event description:
Bone freezer not maintaining proper temperature. Service company came out to evaluate problem, gave high dollar estimate to rebuild compressors in freezer. Biomed contacted manufacturer who is going to rebuild the compressors at a much lower cost. This unit is 6.5 yrs old and this has been an ongoing problem as well as with other issues. Service company comes out to evaluate issues with history of replacing parts with no definitive problem identified or solved.